Event description:
It was reported the colonovideoscope had the brush passage from the control unit/suction cylinder to the supply connector feel extremely stiff. There is no direct blockage, but the gliding ability is limited as if there is a sticky lubricating film in the suction channel. This malfunction occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
B5: no additional information received from customer. D4: additional information d8: additional information d9: additional information h2: additional information, device evaluation h3: additional information h4: additional information h6: additional information h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the fail identified in the cylinder is known inherent risk of device, which indicates that reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). The most probable cause of the fail identified in the ch-tube is cause traced to component failure, which indicates that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.